Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the returned device. There was no evidence of blood on the device. A functional test was performed to test the mount lever. When the mount lever was pulled back, it successfully mounted on the blades. An additional test was performed to determine if the xpose 4 device would tighten or not. The knob turned freely and did not tighten. Based upon these findings, the reported complaint "could not be attached to the retractor" could not be confirmed but the complaint was confirmed for "knob not tightening." A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the xpose 4 device could not be attached to the retractor. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.